Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2017. It cannot be ruled out that the reported issue on pumps and stirrer motor was correlated to a fault of mechanical origin, most likely associated to motor bearing damaged by the corrosion. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Pumps malfunction led to excessive consumption of power such as creating damage to the distribution board and mains circuit board (cpu) to which the motors are connected.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device. Error ee6 on plegia tanks and ee6, ee17, ee21 on patient tanks were reproducible. Both plegia tanks, both patient tanks, circulating motor, processor cpu board and distribution board were replaced to resolve the errors. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the 3t heater cooler displayed errors related to pumps using too much power (ee7, ee17, ee21). There is no report for any patient injury.